Event description:
A passeo-14 balloon catheter was chosen for treatment. When inflating the balloon up to 4.5 bar, the balloon cracked, although no calcification was seen in the vessel.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was deflated in the as returned state. Upon inflation with 7 atm (np) the balloon opened normally but the pressure did not hold. A fine jet of water was seen to emerge from the distal balloon portion. Microscopic inspection revealed a pinhole about 21 mm proximal to the distal x-ray marker. In close vicinity to the pinhole a long deep scratch was observed which has likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy.